Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the personal therapy manager (ptm) showed code (B)(4)-empty reservoir. It was noted the patient was not due for a ref ill. The manufacturer representative (rep) stated they just got a call from the patient stating they saw code (B)(4). It was noted that the patient had a refill of the pump 2 weeks ago. Programming errors were discussed. No symptoms reported. Event date was (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, lot# serial# unknown, product type: programmer, physician. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-sep-21 reported the pump did not complete update at pump refill and was still showing old volume, so the pump alarmed. The hcp updated the volume and cleared the alarm. It was noted that the empty pump/ptm code 8289 was resolved. There was no residual issues. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the empty pump code on the personal therapy manager was due to the hcp not updating the reservoir volume after the last refill. It was reported the hcp would update the pump reservoir volume at the next refill. The issue was stated to be resolved. The patients weight was unknown.